Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler/liberty cycler set and the patient¿s peritonitis. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Furthermore, the patient¿s pd culture generated growth of the bacteria enterococcus faecalis which is often associated with peritonitis due to touch contamination (breach in aseptic technique) during the pd exchange. Based on the reported information, the exact cause of the peritonitis cannot be determined. However, there is no allegation nor any objective evidence that a device malfunction or product deficiency with the liberty select cycler/liberty cycler set was associated with the event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a registered nurse (rn) that this patient on peritoneal dialysis (pd) had an active peritonitis infection. There were no initial reported issues with fresenius products in relation to the peritonitis event. Rather, the nurse was ordering pd solution for antibiotic therapy. In a follow-up call with the pd nurse, it was reported that the patient was hospitalized on (B)(6) 2022 for peritonitis that was possibly characterized with abdominal pain. A pd culture was obtained (in the hospital) which generated growth of the bacteria enterococcus faecalis; white blood cell (wbc) count unknown. The patient was initiated on antibiotic therapy with vancomycin intra-peritoneal (ip) every 3 days for 3 weeks. The patient was discharged home on (B)(6) 2022. Per the nurse, a repeat pd culture (obtained on (B)(6) 2022) had no organism growth, and the patient is recovering from the event. There were no reported allegations that the peritonitis event was associated with an issue with fresenius products. However, the nurse could not provide the cause of the event. The patient is continuing pd therapy.

Event description:
It was reported by a registered nurse (rn) that this patient on peritoneal dialysis (pd) had an active peritonitis infection. There were no initial reported issues with fresenius products in relation to the peritonitis event. Rather, the nurse was ordering pd solution for antibiotic therapy. In a follow-up call with the pd nurse, it was reported that the patient was hospitalized on (B)(6) 2022 for peritonitis that was possibly characterized with abdominal pain. .a pd culture was obtained (in the hospital) which generated growth of the bacteria enterococcus faecalis; white blood cell (wbc) count unknown. The patient was initiated on antibiotic therapy with vancomycin intra-peritoneal (ip) every 3 days for 3 weeks. The patient was discharged home on (B)(6) 2022. Per the nurse, a repeat pd culture (obtained on (B)(6) 2022) had no organism growth, and the patient is recovering from the event. There were no reported allegations that the peritonitis event was associated with an issue with fresenius products. However, the nurse could not provide the cause of the event. The patient is continuing pd therapy.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported by a registered nurse (rn) that this patient on peritoneal dialysis (pd) had an active peritonitis infection. There were no initial reported issues with fresenius products in relation to the peritonitis event. Rather, the nurse was ordering pd solution for antibiotic therapy. In a follow-up call with the pd nurse, it was reported that the patient was hospitalized on (B)(6) 2022 for peritonitis that was possibly characterized with abdominal pain. .a pd culture was obtained (in the hospital) which generated growth of the bacteria enterococcus faecalis; white blood cell (wbc) count unknown. The patient was initiated on antibiotic therapy with vancomycin intra-peritoneal (ip) every 3 days for 3 weeks. The patient was discharged home on (B)(6) 2022. Per the nurse, a repeat pd culture (obtained on (B)(6) 2022) had no organism growth, and the patient is recovering from the event. There were no reported allegations that the peritonitis event was associated with an issue with fresenius products. However, the nurse could not provide the cause of the event. The patient is continuing pd therapy.